Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer will reach out to their healthcare provider for an alternate method of insulin therapy. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level was 108 mg/dl. Reportedly, customer continued using pump for insulin therapy.